Event description:
Pt reported as pt had severe abdominal pain for about 4 weeks when pt went to the emergency room. They took an x-ray and said pt had a muscle strain. Pt took the x-ray to the surgeon who implanted the lap band and he was that it had snapped".